Event description:
It was reported that 312 days after a drug eluting stenting treatment procedure the pt expired. The target lesion being treated in the index porcedure wa a 2.75mm, 70% stenosed region of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilation and successfully placing a taxus express 8.8% 2.75x24mm drug eluting stent without complication in the target vessel. 2 days later the pt was discharged on plavix, lipitor and aspirin. 213 days after the procedure, the pt expired. It was reported that the pt had stated they started experiencing significant abdominal pain and was admitted to the hosp with congestive heart failure, atrial fib, acute renal failure and cholelithiasis. There was no autopsy. In the opinion of the physician, the relationship of the death to the target vessel is "not involved".